Event description:
It was reported that the customer received a power source alert, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via the pump. Reportedly, the customer was using a non-tandem charging supplies in an attempt to charge the pump. Tandem technical support educated the customer that using non-tandem charging supplies is off label per the tandem user guide. The customer continued to use the pump for insulin therapy.